Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had soreness and exacerbated low back pain at the adapter site since the pump and catheter revision on (B)(6) 2014. The event was reported to be related to the catheter: the adapter site. After examination of the adapter site, the patient was scheduled for a trigger point injection under fluoroscopy, were depomedrol was injected under the adapter on (B)(6) 2014, this resolved the problem. It was later corrected that the patient had exacerbated low back pain at the adapter site since having the pump and catheter revision on (B)(6) 2013.

Event description:
It was reported that the patient had exacerbated low back pain since a recent pump revision. Upon examination diagnostic on (B)(6), 2014 noted ¿abnormal¿ as when pressure was applied over the pain site it aggravated the pain. The patient was unable to lay flat on his back as this increased the pain and interrupted his sleep. There was the possibility that the catheter was too high and needed further examination. After the examination of the catheter site, the patient was scheduled for a trigger point injection under fluoroscopy, where depomedrol was injected under the catheter. The action date was reported as (B)(6) 2014. The patient did not use baclofen or morphine sulfate in the infusion pump. The event was reported as resolved without sequelae on (B)(6), 2014. It was further reported that the device system delivered morphine, bupivacaine and clonidine. The device diagnosis was catheter occlusion. The relatedness to the reported patient symptoms was the catheter, intrathecal/spinal portion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).